Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and high blood glucose. The customer had no symptoms and treated with rapid acting glucose for lows. Customer's low blood glucose was 54 mg/dl and went to 80 mg/dl. Customer's high blood glucose was 297 mg/dl. Customer declined to troubleshoot for low readings. The insulin pump will not be returned for analysis.